Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:strip issue. (B)(4). Manufacturer contacted customer with follow up phone calls; at call back on (B)(6) 2016, caller stated the customer's condition had improved since the last call and that the customer was feeling well with no symptoms pertaining to diabetes. The caller stated the customer was taken to the hospital on (B)(6) 2016. The caller was not able to provide details regarding treatment given while at the hospital, diagnosis from the hospital or blood glucose test result while at the hospital, as caller stated that she was not the staff member that went with the customer to the hospital. The caller did state that the customer was put on insulin injections. The caller stated the customer left the hospital on (B)(6) 2016. The caller stated that the meter is working fine and reading correctly and has not produced a hi result since the call.

Event description:
Costumer reported complaint for hi blood glucose test results. (B)(6) from the adult foster care home where customer is a resident is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The caller stated that she could not release any personal information about the customer. Caller did provide her name ((B)(6)) and that of the house manager ((B)(6)) at the adult foster care home. Caller stated that the customer was not displaying any noticeable symptoms at the time of the call. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced a result of 587 mg/dl; unable to perform a second blood test since the house manager instructed the caller to call for medical assistance for the customer. A list of the customer's medications could not be obtained due to the caller being instructed to call for medical assistance. The product storage unknown. The test strip lot manufacturer's expiration date is 02/25/2018 and open vial date unknown. The meter memory was reviewed for previous test result history (date / time not set; caller did state that results were all done on the same day and within an hour): (B)(6). The caller ((B)(6)) stated that no noticeable symptoms of high readings were detected @ time call was placed. Caller stated that she thought the meter may have been wrong since the patient did not display any symptoms that would alert the staff to call for medical intervention.